Event description:
It was reported that the patient is deceased, and died approximately three months post the dual chamber implantable cardioverter defibrillator (ICD) system implant. The patient died at home and no ICD interrogation was performed. Additional information shows the patient was seen in the clinic six days prior to death. ICD interrogation showed the patient had had an episode of ventricular tachycardia (vt) which deteriorated into ventricular fibrillation (vf), and was terminated. Another episode of vt was found to have occurred four days after the previous event; it was also terminated with a shock. The patient thought to have tripped and fallen while out mowing and walking to the house, but may have "blacked out."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and not received. Attempts to obtain additional information were unsuccessful.